Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with noise on the right ventricular lead. The noise was over sensed. No resolution was reported and the patient was stable.

Manufacturer narrative:
Adverse event should have been checked. Required intervention to prevent permanent impairment/damage (devices) should have been checked.

Event description:
New information received on 1/16/2019, indicates that the lead was capped and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.